Manufacturer narrative:
The product was returned and the optic was observed to be scratched/marked, which may have been interpreted as the reported complaint "folding line on optic". Photos were provided. Only pic1 belongs to the reported complaint (sn (B)(6)). Pic1 shows 2 other carton boxes. No iol or lens case photos were provided for the reported complaint. The file has 6 photos attached, some of which belongs to other complaints. Pic4 shows iol in a computer screen. It appears to be scratched/marked and it appears to have solution on it. No sn or information about which qs this photo belongs were provided. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up and pressed against two (2) posts on the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed due to condition of returned sample. The optic is scratched/marked-rejectable. We are unable to determine a root cause for the reported complaint. The returned iol shows evidence of possible handling due to the presence of solution and how it was returned positioned posterior surface up instead of anterior surface up in the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was in a defective position and had a folding line on the optic part. Additional information was requested.